Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon evaluation the monitor was intermittently resetting during pulse testing. The cause for the problem was isolated to the monitor defibrillator pca. A root cause investigation for the reset issue is ongoing. No adverse event resulted from the monitor resets.